Event description:
It was reported via repair work order that the ibed was not alarming due to foot right side rail switch being bad. It was also reported that the backup battery cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: gave customer estimate for repairs.